Manufacturer narrative:
Conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via another representative reported there was a catheter revision on (B)(6) 2017. The representative was waiting in the operating room (or) to confirm if the catheter was patent (troubleshooting of catheter again). The patient told the representative she had effective therapy, but her legs were tight and cold. It was unknown when that began. The representative would confer with the patient and hcp. The representative stated the patient was looking for a pump follow-up doctor as she did not have one at that time. The representative reported the pump contained an unknown brand of baclofen [2000 mcg/ml] at a flex dose of 482 mcg/day.

Manufacturer narrative:
Other applicable components are: product type catheter product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that a catheter revision was performed to resolve the patients tight and cold legs. The issue had been resolved as it was caused by a catheter issue, the catheter was replaced; this was further reported as ¿the pump was not replaced and there was not an issue with the pump. The catheter was replaced and it was determined by the surgeon that the spinal segment of the catheter was occluded. Upon opening the pump pocket, the surgeon decided to replace the pump segment too. The patient was ultimately implanted with a spinal and pump segment revision kit. The patient was doing much better. The patients weight at the time of the event was unknown

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the cause of catheter occlusion was not determined, the catheter was replaced on (B)(6) 2017. The explanted catheter was discarded by the physician and would not be returned. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (b)(4,) implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 (no units) concentration at 450 (no units) dose via intrathecal drug delivery pump for intractable spasticity. It was reported that catheter had backed out of intrathecal space and the patient had return symptoms. It was unknown as to what factors may have led or contributed to the issue. X-ray was performed for troubleshooting the issue. A partial explant was done; the catheter was removed at the spine and a new spinal segment was implanted, then the segment was connected to the existing catheter. At the time of this report, the issue was resolved and the patient status was alive-no injury. The return status of the catheter was "no return-customer discarded". No further complications was reported. Additional information received on (B)(6) from the health care professional via the company representative indicated that the cause of catheter pulling out of the intrathecal space was unknown